Manufacturer narrative:
Device not available for evaluation.

Event description:
It was reported that a patient allegedly sustained unknown injuries when the stretcher malfunctioned. However, no details were given regarding the nature of the malfunction or any possible medical intervention that may have been necessary.